Event description:
The customer complained of multiple questionable gluc3 glucose hk gen.3 and ca2 calcium gen.2 results from a cobas 8000 c (701) module between (B)(6) 2018 and (B)(6) 2018. The customer provided gluc3 results from 1 patient sample that was a reportable malfunction. The initial gluc3 result was 27 mg/dl with repeat results of 100 mg/dl and 100 mg/dl. The erroneous result was not released outside of the laboratory. The customer deemed the repeat results to be correct. There was no adverse event. The glucose reagent lot was 32296501 with an expiration date of 31-jul-2019. The field engineering specialist was unable to find a cause. He performed multiple targeted maintenance service activities. He checked, adjusted, and replaced multiple parts. He performed precision testing with acceptable results. The customer ran calibration and qc testing with acceptable results. Following the service activities performed, the customer has had no further issues. The investigation was unable to find a definitive root cause.